Manufacturer narrative:
The data download returned an 0x18 advisory, signaling that the reservoir had been emptied. The reservoir was returned empty. The exposed portion of the soft cannula was observed to be flattened. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours on the leg.